Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring angle was too close to the vein.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h7, h9, h10. The device was returned to the factory for evaluation on 05/30/2024. An investigation was conducted on 06/05/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both the devices. There were no visual defects observed on the intact harvesting device. The c-ring was observed to be intact. The c-ring observed to be straight instead of curved upward. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380847 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.